Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a bad infusion set site and their blood glucose level had risen due to a bent cannula. The customer also took a medicine which caused her blood glucose to rise. The customer also reported that they were hospitalized on (B)(6) 2017. The customer's blood glucose level at the time of admission was about 650 mg/dl. The customer had the flu and felt really bad. It was noted that the customer had diabetic ketoacidosis. The customer was given an insulin drip. The customer was wearing the insulin pump at the time of the hospitalization but she was taken off the device as soon as they gave her the insulin drip. The customer declined troubleshooting for the high blood glucose and bent cannula.